Event description:
It was reported that the patient experienced hyperglycemia while using an ilet insulin cartridge that the patient believed was leaking, although no visible damage to the cartridge was observed. Investigation included complaint handling and user troubleshooting and education. Further investigation of this case revealed that the cause of the hyperglycemia was unclear. Symptoms included thirst which is associated with elevated blood glucose. Outcomes included recovery as glucose returned to range without medical intervention. It was concluded that, based on previously established findings for similar reports, no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.